Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was escalated during call because the pt claimed they were implanted as a "project patient" and the implant was a fraudulent implant. Pt mentioned healthcare provider  (hcp) had "multiple" fraud allegations against them and all the manufacturing representatives (rep)s knew the pt was a "project patient" and did not inform the pt of their status as a "project patient." Pt said the spinal cord stimulator helped "a little" at first and made the pt walk better, but made the pt's dystonia 1000 times worse and caused "insane pain" since implant date. Pt said they made the rep. And hcp aware sometimes after implant date about the scs making the dystonia worse, but the hcp just "blowing the pt off" and "was on their phone during appointments" and the hcp kept telling the pt the scs just needed to be reprogrammed. Pt mentioned the scs did not "help the pt's back"(pt later said the scs was implanted to help with leg spasms). Pt mentioned "no hcp would listen" and all hcp's told the pt not to go to the emergency room. Pt said the scs implant was to "make the hcp look good" and was not implanted to help the pt. Now, pt wanted to get an MRI and have the scs explanted. Pt did not have a hcp who had agreed to explant the scs yet and pt could not access MRI mode because the ins was depleted. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the implant battery had been "dead" for 2 years for the implant had not been charging since 2017 or 2018. The pt was not going to use the implant after the MRI for the pt had been trying forever to get their device removed from their back for it made their dystonia and everything 10,000 times worse. Pt had called many times since 2018 on the doctor for they had used them as a project patient and every time; the pt had severe spasms and dystonia. Pt kept telling them how intense it was but they kept telling the pt to not worry about it just let it pass and get reprogrammed. This was from 2017 to 2018. Additional information was received reporting the patient needs to keep the implant charged to allow for MRI mode, but the problem is the implant depletes quickly due to past overdischarge. The patient stated they haven't charged or used the ins since 2018 and recently they were trying to charge the ins because they need an MRI and they will be getting the ins removed. Patient stated she charged up the ins to 100% and the ins dies.

Event description:
Additional information from the rep indicated that they believe the patient has misplaced their equipment again for the 3rd time and needs new equipment. They stated that they do not know the cause of the stimulation making the dystonia worse. They stated that they believe reprogramming was done. They were unaware of any device removal, and thinks the patient is currently looking for a physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.